Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2015 by the knee journal ¿ioabsorbable interference screw failure in anterior cruciate ligament reconstruction: a case series and review of the literature. ¿ the study reviewed 87 patients identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screw that resulted in screw breaking or bending in 8 patients intraoperatively. Ref: watson jn, mcqueen p, kim w, hutchinson mr. Bioabsorbable interference screw failure in anterior cruciate ligament reconstruction: a case series and review of the literature. Knee. Jun 2015;22(3):256-61. Doi:10.1016/j.knee.2015.02.015